Manufacturer narrative:
Fowler assembly.

Event description:
It was reported by service report that the handle that is welded on the fowler is broken. No pt involvement or adverse consequences are reported.